Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during self test. The customer reported blood glucose value was 206 mg/dl. The customer reported that they assisted troubleshooting for pump error. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump and reported that self-test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm (variableinfo=3) confirmed in the pump history file due to broken trace on keypad assembly.